Manufacturer narrative:
The insulin pump seated at the beginning of displacement test without reservoir due to force sensor resistor damage by moisture. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, and occlusion test due to seating anomaly. The insulin pump passed self test and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the insulin pump had a crack on the case. The customer's blood glucose was unknown at the time of incident. The customer performed fixed prime and the insulin did not exit. The customer stated that the insulin pump did not alarm no reservoir when they performed manual prime without a reservoir in place. The customer stated that the insulin did exit during plunger push. The customer stated that they were unable to assemble a new infusion set and reservoir at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.